Manufacturer narrative:
The investigation of positioning issues, introducer damage ¿ mechanical, access site bleeding, vascular damage - peripheral vessel, hemolysis, and limb ischemia has been completed. The impella device was not returned for evaluation. Positioning issues: clinical details report that the patient began to experience hemolysis symptoms the morning of (B)(6) 2025. At this time, position was checked with imaging, and it was noted that the pump was shallow. The physician decided not to reposition. Of note, the patient was reported to have a small left ventricle (lv). No clinical details were provided to suggest how the pump had become shallow. Data logs were reviewed and there was only 1 position in aorta alarm at the end of the case. This was presumably during pump explant. Product was not returned for investigation. Since insufficient clinical details were provided regarding how the pump came out of position, the root cause of the positioning issues could not be determined. Introducer damage - mechanical: clinical details report that during the insertion procedure, the introducer sheath cracked. There were no vessel conditions reported nor excessive force used. Of note, however, it was reported that the insertion angle was 45 degrees. The introducer sheath was pulled out of the body and peeled away, then the repositioning sheath was advanced to resolve the bleeding. Product was not returned for investigation. Based on the clinical detail provided that the insertion angle was steep, the root cause of the introducer damage was determined to most likely be a use issue. Access site bleed: clinical details report that during access, the introducer sheath was found to be cracked. The access site was bleeding. The peel away sheath was removed, the repositioning unit was advanced, and the bleeding subsided. It was reported that the introducer was inserted at a 45 degree angle. Product was not returned for investigation. Clinical details provided that the introducer sheath was inserted at a 45 degree angle and cracked. The bleeding resolved after advancing the repositioning unit. Based on this information, the root cause of the access site bleed was determined to most likely be a use issue. Vascular damage - peripheral vessel: clinical details report that shortly after the impella cp was explanted and the patient was escalated to an impella 5.5, the cp access site and the left femoral artery (lfa) (other site related to fem-fem bypass) developed hematomas. Additionally, both vessels required surgical repair. The physician believed that the adverse event was due to the hemostasis devices used to close the external fem-fem bypass and cp insertion sites. However, no further details were provided, particularly if excessive force was used or if the patient's condition may have played a role. Since insufficient clinical details were provided, the root cause of the vascular damage could not be determined. Hemolysis: data log review did not confirm any positioning issues. There was 1 position in aorta alarm at the end of the case, presumably during pump explant. There were no abnormal motor current (mc) spikes during the case. That being said, the placement signal (ps) and mc showed variability throughout the case. There was one instance early in the case where there was a significant increase in the ps/map, and it correlated with a drop in mc minimum values. That being said, mc maximum values remained stable and no suction alarms triggered. This was an acute event that resolved quickly. Later in the evening of 15/jun/2025, there was a trend down in ps that aligned with a trend down in mc. The mc recovered, but ps continued to be variable. Therefore, it is unclear if the patient's condition could have caused this drop in mean flows. Product was not returned for investigation. Since clinical details reported several potential factors that could play a role in hemolysis, data log review was inconclusive, and product was not returned for investigation, the root cause of the hemolysis could not be determined. Limb ischemia: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. G1 reporting contact email revised on manufacturer device report 1220648-2025-30052 in accordance with updated procedures. H6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30052.

Event description:
The complainant reported a patient in cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During the implant, the peel away sheath cracked. The patient was bleeding. The peel away sheath was removed and the repositioning sheath was implanted. The bleeding stopped. Additionally, the patient was found to have hemolysis. The pump position was shallow but the doctor did not want to reposition so support was continued. The patient also had limb ischemia. A femoral-femoral bypass was placed. Furthermore, the pump was going to be explanted and replaced with an impella 5.5 device. Upon arrival to the intensive care unit (ICU), the patient had a hematoma to the right groin. Shortly after arrival, the patient began to decompensate significantly requiring rapid transfusion and massive transfusion protocol. At this time, it was noted patient had a growing hematoma to the left groin. An emergent surgical cut down was performed in the ICU to control the bleeding. Hemostasis was achieved on the left groin. The doctor surgically repaired the right groin at this time as well. The patient maintained flows on impella cp with minimal suction alarms during resuscitation. The doctor stated this adverse event was due to hemostasis devices used to close the external femoral-femoral bypass and closure of the impella cp insertion site. The patient expired.

Manufacturer narrative:
Abiomed's medical safety officer reviewed the event and determined the patient was escalated to and expired on the impella 5.5 but was a serious injury for the atrial fibrillation. The impella cp was related adverse events (e.g., limb ischemia, access bleeding requiring blood transfusion, etc.) Are more likely associated with the demise outcome. There is not enough evidence to exclude the impella cp as an associated factor in the patient's outcome. This is one of two medical device reports associated with the patient death. Refer to initial medical device report for the impella 5.5 serial number (B)(6) with date of event 17-jun-2025 and identifier ending in (B)(6). The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿